Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 3355913. The review did not reveal any possible non-conformances during the production process that could have contributed to the reported incident. To aid in the investigation of this issue, one (1) physical sample was received for evaluation by our quality team. The sample had been removed from the blister packaging and attached to the connector. The syringe was filled with saline and a leakage test was performed. As the syringe passed the test with no signs of leakage at the barrel or the luer locations, we were unable to reproduce the reported incident. Based on the sample investigation, it is most likely that the reported issue resulted from customer misuse. It is important to note that the posiflush syringes are pre-filled single use syringes intended for flushing only. This is the first report received for this type of defect on lot 3355913. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of incident: (B)(6) 2025. Concern description: luer lock part of device caused the leak, no adverse event reported.